Manufacturer narrative:
Device evaluation: device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device displayed -no disposable clamp tubing- alarm. Upon troubleshooting pump started. Display reads run at end of the call. No patient injury was reported.